Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. Patient 1 initial result was 30 ng/l. The repeat result was 7 ng/l. Patient 2 initial result was 16 ng/l. The repeat result was 4 ng/l.

Manufacturer narrative:
Calibration and qc were acceptable. The number of sample clot alarms suggests sample quality issues. A general reagent or instrument issue is not suspected, as qc was within range before the event. The investigation did not identify a product problem. The cause of the event could not be determined.